Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the monitor shows a zero line, but no alarm is issued. The patient was found deceased.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The engineer determined that the issue was associated with the alarms being switched off by the user, therefore the device does not generate any alarms.the engineer determined the device was working as intended with no failures found.no further investigation or action is warranted at this time.

Event description:
It was reported that the monitor shows a zero line, but no alarm is issued. The patient was found deceased.